Event description:
The physician was attempting to implant a 3.0mm diameter x 18mm length resolute integrity rapid exchange (rx) drug eluting stent to treat a lesion in the distal lm that exhibited 70% stenosis , calcification and tortuosity in a patient. It was reported that the stent unraveled during the procedure. It was reported that the damage to the stent was seen when it was removed from the patient. Another resolute integrity stent was then used; however, the same event was reported. No patient injury occurred and no clinical sequelae were reported. Reference MFR report numbers 9612164-2011-01445 and 9612164-2011-01446. Device evaluation: the distal tip was flared. The stent was positioned on the balloon between the inner shaft markers. A number of struts on the 4th distal segment were raised and deformed. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4)

Manufacturer narrative:
Results: stent deformation and failure to deliver device, patient lesion morphology; 70% stenosis, calcification and tortuous, handling the stent during prep. (B)(4). Conclusion: patient lesion morphology; 70% stenosis, calcification and tortuous, handling the stent during prep. (B)(4).